Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. According to the operative report and discharge summary, this is a (B)(6) year-old female who was admitted to the hospital on (B)(6) 2010 with fever and leukocytosis. She underwent aortic valve replacement back in (B)(6) 2010. The patient developed prosthetic valve endocarditis and there was question of whether the mitral valve is also affected. The aortic valve prosthesis had a vegetation, both above and below the valve. The left atrium was incised and the mitral valve examined. The tip of the posterior papillary muscle was heavily calcified and gave the impression of a mass. There was no evidence of infection on the mitral valve leaflets nor the chordate tendineae, nor the ventricular portion of the valve. A transverse aortotomy was performed and a large vegetation was found on the noncoronary cusp of the tissue valve bioprosthesis. The prosthetic aortic valve was excised. A 23 mm edwards magna pericardial valve bioprosthesis was seated. The valve seated well. The patient tolerated the procedure well.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was provided as: staph epidermis.